Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board damaged. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the gastrointestinal videoscope exhibited an intermittent image issue. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and correction. Updated fields: h2, h4 corrected fields: h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.